Event description:
Based on the device inspection, there was likely the elevator channel was obstructed in the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected field: d9 - date returned to manufacturer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for ''clogged biopsy channel' could not be determined. The user may detect the event by handling the device according to the following instructions for use: inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.